Manufacturer narrative:
Date of report: 27jun2019. Date received by manufacturer: 30apr2019. The cpu printed circuit board assembly (cpu pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the cpu pcba revealed no noted anomalies; the power-on hours as received was 3058. The cpu pcba was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned cpu pcba passed all testing, and no errors were generated. The reported complaint of a ventilator restart (with error codes 3007, 1101) was not duplicated. No fault was found on the returned cpu pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. The manufacturer¿s international service technician confirmed the reported restart issue. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported finding error code 1101 (ventilator restart) in the drpt. There was no patient involvement. Event date not specified, estimate used.